Event description:
Customer reported an issue with updating time, personal profile, or biq/ciq settings, which resulted in a low blood glucose reading; however, the specific value was unknown. To address the low blood glucose, the customer consumed carbohydrates, and there was no assistance required from a third party. Technical support assisted the customer with updating the biq/ciq settings, advising them to consult their healthcare provider whenever settings are changed, which the customer understood and acknowledged.